Manufacturer narrative:
Insulin pump alarmed unexpected restart after battery change due to faulty connector on interface board. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, and all operating current measurement were normal. Unit was received with minor scratched display window, cracked case at display window corners, crack on reservoir tube lip, cracked reservoir tube window through reservoir tube, crack on battery tube thread, missing end cap sticker, peeling keypad overlay, and missing address serial number label.

Event description:
The customer reported via phone call that every time he changed the battery, it required a reset of the time. Customer's blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.